Event description:
Account reports incidents in which the filter leaked, twice resulting in a chemo spill onto patients. Reporter stated there was no medical intervention required for the patients. Reporter added that she had 2 to 3 nurses complaining per day regarding reported issue, however, she has not heard any reports recently.